Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation and vascular dissection are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
After ten treatments on a 99% stenosed mid circumflex with diamondback 360 coronary orbital atherectomy device (oad), a dissection and perforation were observed. The patient was stable. The physician tamponade the lesion and a non-csi/abbott stent was placed. In the physician's opinion, the dissection and perforation occurred due to a really tight lesion and angulation. The patient was in stable condition.